Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 the patient underwent a procedure wherein as per op notes: a left transforaminal interbody fusion was performed at l5-s1. Discectomy was performed with a rectangular cut through the annular disk fibers, then removal of the nucleus pulposus and cartilaginous endplates was performed. The appropriate sized cage was then chosen. It was filled with rhbmp-2/acs and tamped in for good fit. Pedicle screws were placed bilaterally at l4, l5 and s1. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.